Event description:
There was a wire retained in the patients heart after attempts to retrieve it. A quadripolar lv lead was advanced antegrade into the branch. However after reaching the target branch with the lv lead the wire was unable to be pulled out of the lead. During this attempt the insulation on the lv lead broke between electrode 3 and electrode 4. The insulation was removed over the wire. On further inspection the two ends of the wire were wrapped around each other in the right atrium near the cs os. Access was obtained in the r cfv. The floppy end of the wire was snared and withdrawn to the r iliac vein using an agilis sheath and deflectable catheter. The wire was snared and pulled out of the body. Another physician assisted and tried to free the entangled wires with a microcatheter but was unable. The wire was cut at the skin and it retracted to the r iliac vein. The other end of the wire was cut at the pocket and retracted to the subclavian vein.